Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/25/2019.

Event description:
The customer reported a ventilator with an inoperable touch screen. There was no patient involvement / harm.

Manufacturer narrative:
G4: 30jan2020. B4: (B)(6) 2020. A touch screen assembly was returned for failure analysis. An investigation was performed and the reported complaint touch screen failed is not duplicated. There is no fault found on this returned touch screen assembly submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 06 november 2019. Date of this report: 14 november 2019. The manufacturer's field service engineer did not confirm the reported problem. The manufacturer's field service engineer deemed that the touch screen had no malfunction - however, the touch screen was replaced as a preventive measure. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.